Event description:
It was reported that during a case, the tip of the shaver blade broke off into the patient. The case was delayed for approximately one hour. It is reported that the patient is doing fine.